Manufacturer narrative:
Device evaluation: one level 1 hotline low flow systems was returned for analysis. Visual inspection performed, and product found with cracked tank cover, wear and tear damaged front cover, enclosure and line cord, outdated pcb and power switch. Investigation started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The customers reported problem was confirmed. According to the investigation, the buttons on the membrane switch could not activate the alarm when pressed. The investigation reported that the reported problem was caused by faulty membrane switch. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source of the reported problem was user interface.

Event description:
Information was received that this smiths medical cadd exhibited system failure: depleted battery alarm. No reported adverse effects or patient injury. Information was received that during pre-testing of this smiths medical cadd level 1 hotline low flow system, the system exhibited faulty membrane switch and the over-temperature and check alarm buttons, were not functional and didn't respond to any amount of pressure. No patient involvement reported.